Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with several episodes of high ventricular rate (hvr). Lead noise was observed on the rv sense amp but was not reproducible. Programming changes were made. Patient was stable before, during and after the event. Patient will return for normal three month follow-up.